Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the cannula housing of the infusion set unlocks unintentionally. The caller reported that this has occurred 6 times in the past week. The patient experienced elevated blood glucose levels. The caller alleged that they have experienced this issue before, but have noticed it increasingly with this most recent batch. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.